Event description:
The tps unidirectional footswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that copper wires were exposed. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The tps unidirectional footswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that copper wires were exposed. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
It was confirmed by the service technician through visual inspection the device¿s cable had a cut in it which exposed the copper wiring. A cable jacket being exposed to stress or sharp object is known to cause or contribute to the reported event. The footswitch is not a repairable device and will not be returned to the user facility.